Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. The vyaire field service engineer reported to have evaluated the suspect device but at this time is awaiting replacement parts to complete the repair. Once a final investigation is completed, a supplemental report will be submitted.

Event description:
The customer reported while using the vela ventilator; the device displays circuit fault and transducer fault alarms. The field service representative on-site performed troubleshooting, but reported the device failed transducer calibration testing. The field service representative determined the most likely cause of the reported event is the main printed circuit board assembly. The customer reported there is no patient involvement associated with the event.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect main printed circuit board assembly for investigation. An evaluation of the component could be confirmed and duplicated. The pt802 has failed. This issue will be internally investigated within vyaire.